Manufacturer narrative:
The product was not returned. The photos provided show a possible scuff mark\scratch on the iol, but unable to determine if it is on the anterior or posterior side. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that after an intraocular lens (iol) was implanted, the patient had decreased visual acuity. The doctor noted that the implanted iol had an abrasion on the posterior side that extended centrally. The surgeon indicated that he planned to exchange the iol. Additional information was requested multiple times with no data received and the actual lens exchange was unable to be confirmed.